Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h10 the device was returned to olympus for evaluation and the customer's allegation was confirmed. A b30 error occurred due to faulty charge coupled device. The device evaluation also found that the device failed the leak test. A device history record review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed." Reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. "The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." Reference page 40 as per IFU. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that during preparation for an unspecific procedure, an error message displayed when connecting the camera to the monitor. No patient harm was reported.